Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed which noted a crack visible on the rim of the caps. Dimensional inspection was performed with no issues noted. Leak test was performed which noted a leak from the crack on each sample. The reported condition was verified. The cause of the leak was the cracked minicap. The cause of the crack is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an iodine leak from two (2) minicaps during use. The original cap was exchanged but the leak occurred again. The transfer set was then exchanged and no issues occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.